Event description:
Pt, with hx of type 1 dm, began usage of dexcom g6 cgm on (B)(6) 2020. On (B)(6) 2021, pt states after taking off the sensor there was a closed blister rash with peeling skin at the adhesive site, after 10 day usage. Pt reports itching and burning sensation related to that of a chemical burn. Pt also notes contact dermatitis. Pt states that after rotating the site of the adhesive there were similar reactions on the affected areas. Pt notes that there is no complication from the overpatch and that the rash presents in the outline of the adhesive. Pt notes using benadryl and hydrocortisone that exacerbated the rash such that the closed blisters burst and began to burn as well as itch more. Pt also states using flonase for symptom relief but states the rash itches more. Pt alleges contacting MFR on (B)(6) 2021 and being informed there was a change to adhesive and that nothing could be done. Pt reports (B)(6) " dexcom and libre rash" where allegedly over 12000 people have lodged similar complaints without resolve. Pt believes that after spending (B)(6) each month on this device, this should not be happening. The first ones are after I took the sensor off and the last ones that are shiny ones are after benadryl and hydrocortisone.